Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received a letter alleging a customer had bed bugs in his lift chair.